Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the starclose se device was being used in an area with calcification. It should be noted that the starclose se instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties the investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to the failure to achieve hemostasis include, but not limited to, incorrect positioning of device, inadequate tissue capture by the clip, delay in deploying clip after vessel locator was pulled into apposition against anterior surface of artery. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code - 1494 patient selection.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a starclose se device after a iliac intervention procedure using a 6f sheath. Reportedly, the starclose clip did not achieve hemostasis at the access site possibly due to the physician not spreading the access site enough with hemostats. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.